Manufacturer narrative:
Device manufacture date: battery (B)(4): 01/2009. Battery (B)(4): 10/2009. Device eval summary: device evaluations of battery pack (B)(4) and (B)(4) have been completed. The reported problem was confirmed. The cause of the discharged battery pack (B)(4) was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified but it likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. Upon evaluation, it was discovered that the battery pack (B)(4) had one or more dead cells. Review of the pt's download revealed excessive "battery runtime expired" faults on this battery. The root cause of the dead cells cannot be positively identified but may have resulted from the pt allowing the battery to completely drain in the system. No adverse event resulted from the defective battery packs. The pt received two replacement battery packs.

Event description:
The territory manager (tm) of a (B)(6) male pt contacted zoll lifecor customer support to report that both of the pt's batteries were showing "battery pack fault" leds on the charger. Review of pt's download revealed excessive "battery runtime expired" faults occurring on one of the batteries. Support issued the pt two replacement battery packs.